Manufacturer narrative:
The reported event of ¿the electrodes are not pacing¿ was not confirmed. A complete lead with stylet guide attached was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead failed to capture. The lead was then removed and replaced. The patient was in stable condition throughout.